Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient stated their device was not helpful since implant. The patient reported they had a hard time during the night, they were getting up 2-3 times a night when they had the implant. The patient reported the device died 3 years after implant ((B)(6) 2015) and they were told it would last close to 10 years. The patient stated they went on a prescription after that, which was more helpful. The patient wanted to have to device taken out and they went and saw their doctor who didn't think it needed to be taken out. The patient noted their doctor was not where they used to be, and they wanted to know if they had to worry about their ins leaking. It was reviewed that the device was meant to withstand the body and it should not leak of cause harm to their body, they didn't have to worry about removing the ins unless it was bothering them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the cause of the ins depleting sooner than expected was higher power output. It was noted that the patient was offered a revision. No further patient complications are anticipated or expected as a result of this event.